Manufacturer narrative:
The evaluation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
It was reported the camera had a tear in cable and leakage on the cable. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, g6, h2, h4, h6 and h11. The device was not returned to olympus for inspection; however, the investigation was based on the information provided by the customer and the inspection findings from olympus. The complaint was confirmed. Olympus was able to identify the following additional reportable malfunction: leakage on the cable. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.